Manufacturer narrative:
The insulin pump was unable to prime unit during the prime test and motor error alarm occurred during basic occlusion test due to faulty force sensor resistor. Device passed the displacement test. It was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device had minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error. The alarm history showed two motor error and two no delivery alarms in the last 30 days. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.